Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope and was admitted to hospital. Loss of capture was noted on the rv lead. The lead was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds and low r-waves. It was noted that the patient experienced bradycardia. The rv lead remains in use. No further patient complications have been reported as a result of this event.